Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided. (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. There was not enough patient sample to perform an investigation.

Event description:
The customer alleged they received questionable free prostate-specific antigen (fpsa) and total prostate-specific antigen (tpsa) results for one patient. The units of measure were requested but not provided. The patient's sample was tested on an analytic e-module (mod04), serial number not provided. The tpsa result was 3.54 and the fpsa result was 4.46. These results were reported outside the laboratory. On (B)(6) 2014, the patient was tested again on mod04. The tpsa result was 3.58 and the fpsa result was 4.40. On (B)(6)2014, the patient was tested on another e-module (mod06), serial number not provided. The tpsa result was 3.71 and the fpsa result was 4.46. On (B)(6) 2014, the patient was tested on a third e-module (mod02), serial number not provided. The tpsa result was 3.71 and the fpsa result was 4.65. The customer stated this sample was measured on another instrument- abbott architect i4000 and provided the following four sets of results. On (B)(6) 2014 the tpsa result was 0.09 and fpsa result was 2.82. On (B)(6) 2014, the tpsa result was 0.085 and fpsa result was 2.91. With a 1:10 dilution, the tpsa result was 0.07 and fpsa result was 3.75. With a 1:2 dilution, the tpsa result was 0.08 and fpsa result was 3.14. Information on whether any results came from the same patient samples was requested but not provided. Information on whether any results other than the results from (B)(6)2014 were reported outside the laboratory was requested but not provided. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The fpsa reagent lot number was 174624. The expiration date was requested but not provided. The customer provided the serial number (B)(4). Information on which e- module that number belonged to was requested but not provided.